Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that the gas was on before the case and the oxygenator started to deprime. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional information received stated there was no leak observed from the oxygenator. Air was noticed in the device and based on complaint history and risk analysis, the chance of air in the oxygenator resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information that there was no leak observed. Medtronic received additional information that there was prime solution at the time of the procedure. A couple hours later, there was air in the oxygenator. It de-primed likely because the gas was left on and pushed air across the membrane. Medtronic received additional information that the recirculation port was not used during priming. The port was shut off after the pump was primed. There was no visible air in the system/tubing. Air was noticed after priming was complete. Air was contained in the oxygenator. The purge line was open during priming and closed after. It was not opened until initiation of bypass. The purge line was run into the venous down tube. This was likely the result of o2 gas being left on for too long prior to the initiation of bypass. This is a known occurrence and can happen with any hollow fiber device.